Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a new infusion set was inserted. Afterward, the person with diabetes (pwd) took a nap, and upon waking, bg was elevated. A bolus was administered, but blood glucose (bg) remained above 400 mg/dl, so another bolus was given. The pwd reported that bg was still not decreasing and then noticed that the infusion site was bleeding and insulin was leaking from the site. The pwd removed the infusion set and observed bleeding at the site as well as blood inside the cannula. The pwd then changed the infusion site and bolused to lower bg. The event occurred while in use. There was no patient injury.

Manufacturer narrative:
D3 - postal code was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.